Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. Testing the delivery catheter for leaking at the proximal end of the delivery catheter could not be performed as the hub of the delivery catheter was slit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the delivery catheter, the physician noted, there is a notable difference in how well the safesheath sealing adaptors stay on the delivery catheter. After the second sealing adaptor was opened, with the same issue, the physician continued with the case but noted that there was blood loss compared to if the adaptor stayed on the delivery catheter. The physician noted that for the most part, the adaptors no longer stay on the delivery catheter. No patient complications have been reported as a result of this event.